Manufacturer narrative:
(B)(4). Please reference field b6 for results of imaging evaluation. Concomtiant medical products: patient medications include but are not limited to: amlodipine, asa, bystolic, calcium, fish oil, fluticasone nasal spray, lasix, hydralazine, irbesartan, magnesium, prednisone, synthroid, vitamin d, zetia.

Event description:
The patient's initial descending thoracic aortic aneurysm was reported to also demonstrate the presence of a penetrating ulcer with an associated dissection in the mid portion of the descending thoracic aorta. On (B)(6) 2015, at the time of re-intervention, the patient's penetrating aortic ulcer was reported to have resolved. The reintervention this date with a 36x32x150mm valiant thoracic endograft was reported to have resolved the distal type I endoleak.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the instructions for use (IFU), for the gore® tag® thoracic endoprosthesis, when treating isolated lesions, differing proximal and distal neck diameters (aortic taper) outside the intended aortic diameter requirements for a single endoprosthesis diameter requires the use of multiple endoprostheses of different diameters. The IFU specifies the intended aortic treatment diameter for the gore® tag® thoracic endoprosthesis implanted is 29mm - 34mm. Additionally, the IFU specifies, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a type b complicated aortic dissection and was implanted a conformable gore® tag® thoracic endoprosthesis in zone 3 in the proximal descending thoracic aorta just distal to the left subclavian artery. The maximum diameter of aortic aneurysm/lesion was reported to measure 47.0(mm) with the proximal landing zone diameter ranging 33.2mm ¿ 36.6mm and the distal landing zone diameter ranging 26.8mm-28.4mm. The patient tolerated the procedure with a type I endoleak present and was discharged on (B)(6) 2015.. On (B)(6) 2015, the patient underwent endovascular reintervention and a medtronic valiant graft was implanted. The patient tolerated the procedure, it is unknown if the endoleak was resolved.